Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found the reported call service alarms on the event date. The pump powered up with the returned battery cap and functioned properly. Multiple rewind/load sequences were executed without incidents. The electrical current draw readings were within specifications. The pump casing was opened to further investigate and no internal defects were found. The reported power issue was verified in the black box but was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the patient received multiple replace battery alarms in the past month. Review of alarm history showed occurrences of the 128-fxxx related warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.